Event description:
A customer contacted beckman coulter inc (bci) regarding erroneous results for cartridge chemistries (cc) including glucose (glu), magnesium (mg), direct bilirubin (dbil), total bilirubin (tbil), and triglycerides (tgl) generated by the synchron lx20 pro clinical system. Customer indicated that one patient was treated with dextrose based on a low glucose result, but there was no adverse consequences to the patient's health.

Manufacturer narrative:
Per the customer, qc results were in acceptable range before the incident. Field service engineer (fse) was dispatched and replaced the cartridge reagent t-valve and syringe, which appeared to have resolved the issue.